Event description:
It was reported that during an unk procedure, the instrument did not fire. No pt consequences.

Manufacturer narrative:
Eval summary: the instrument was rec'd with the jaws yielded. Dried body fluids were found on the cam channel and jaws. The instrument was cycled and fired the remaining 2 clips ejected due tot he condition of the jaws. The intrument locked out as intended. Jaw width measured out of the acceptable limits.